Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Customer contact reports no patient information is available. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported an over delivery of pressure in the patient circuit. There was no report of patient involvement.